Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 19064110, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.